Event description:
Washer decontaminator doors are malfunctioning and have presented continuous problems over the life of the unit. Doors do not seal and stay sealed during operation and can be opened during a cycle. The door hinge springs also break creating a safety hazard to the personnel operating this equipment. To date there has been one reported incident where the door was opened and caused the operator to injure their hand. On review of the door operation, this injury could not have been avoided by the operator. Co has been contacted on numerous occasions to remedy these deficiencies. Parts are frequently on back order which makes equipment down time unacceptable.